Event description:
It was reported a 6f angio-seal sts plus device was used to seal the right femoral arteriotomy site post percutaneous procedure. Nine days later the patient was re-admitted for a systemic inflammatory response with pain and swelling to the right groin and dizziness and chilis. Cat scan revealed residual hematoma at the puncture site. The next day the patient underwent an exploration of the site of the right groin infection which was positive for staph bacteremia. Vancomycin and zosyn antibiotics were given intravenously and the patient was discharged four days later.